Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: rupture: no observed. Capsular contracture: unable to observe as it is a medical event that is not related to the device. Double capsule: unable to observe as it is a medical event that is not related to the device. Additional information: red particles observed on the surface of the shell. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Physician has reported capsular contracture - baker grade iii and double capsule. Device has been explanted and replaced with non-allergan device. This relates to the left side.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported "implant rupture". Device has been explanted. This relates to the left side.